Event description:
It was reported that the device was used during a low anterior resection. The device would not fire. The case was completed using a same like device. There was no consequence to the patient.